Event description:
It was reported that the luer lock connector could not be twisted into place on the pump, though it could be seated flush; the pump was fully rewound, the connector orientation was correct, and the connector could be turned when the cartridge was not installed. The user tried another connector from the same supply with the same result, then used a new connector from a different box which attached without issue. Investigation included troubleshooting with the user and replacement of supplies. Investigation of this case revealed a suspected connector fit or tolerance issue limited to specific connectors from the reported lot, as normal function was restored with connectors from a different box. Symptoms included no adverse clinical effects. Outcomes included no alarms and no medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was a device component manufacturing variability affecting the connector¿s ability to engage.